Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.3, g.3.

Event description:
Patient reported right side rupture, and nodule. The device has been explanted.

Event description:
Patient reported right side rupture, and nodule. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended, red particles on the shell, creases fold and underweight. A visual and microscopic analysis was performed which identified: crease sharp on radius. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, and nodule. The device has been explanted.